Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt. No problems were found with the patient's monitor.

Event description:
The son of a (B)(6) male patient contacted zoll customer support to report service code 204 appeared on the patient's monitor. The patient was issued a replacement electrode belt and monitor.